Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('each tube has an embedded metal coil within the lumen of isthmic region. Right side, one end of the metal coil is embedded in cornua of the uterus.') In an adult female patient who had essure (batch no. A02658-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, itching and vaginal odor. Previously administered products included for an unreported indication: paragard. Concurrent conditions included bleeding intermenstrual, uterine fibroid, endocervical polyp, endocervicitis, pulmonary congestion and paratubal cyst. Concomitant products included doxycycline, esomeprazole, lisinopril and metronidazole (flagyl). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, leuprorelin acetate (lupron) and surgery (laparoscopically assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, bladder disorder, urinary tract disorder and alopecia outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 16-aug-2019: update of information (batch is invalid) product technical compliant. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('each tube has an embedded metal coil within the lumen of isthmic region. Right side, one end of the metal coil is embedded in cornua of the uterus.') In an adult female patient who had essure (batch no. A02658) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge, itching and vaginal odor. Previously administered products included for an unreported indication: paragard. Concurrent conditions included bleeding intermenstrual, uterine fibroid, endocervical polyp, endocervicitis, pulmonary congestion and paratubal cyst. Concomitant products included doxycycline, esomeprazole, lisinopril and metronidazole (flagyl). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced pelvic pain ("pain."), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with antibiotics, leuprorelin acetate (lupron) and surgery (laparoscopically assisted vaginal hysterectomy. Bilateral salpingectomy. Cystoscopy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, bladder disorder, urinary tract disorder and alopecia outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, dyspareunia and fatigue had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record: menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs & mr received: previous event ¿injury nos¿ replaced with pelvic pain. New events added: embedded device, vaginal bleeding, menorrhagia, urinary tract disorder, bladder disorder, dyspareunia (painful sexual intercourse), fatigue, hair loss and abdominal pain. Severity and outcome added for pelvic pain, abdominal pain, fatigue, vaginal bleeding, menorrhagia, dyspareunia (painful sexual intercourse). Reporter information, lot no. Concomitant drugs, treatment drugs medical history and lab test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.